Event description:
It was reported that when pre-flushing the catheter, liquid leaks occurred. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1673 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. A partially circumferential split was observed near the 51cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. Tactile inspection of the sample revealed tensile weakness and discoloration in the vicinity of the split. Microscopic inspection of the split revealed irregular, granular fracture edges. Surface abrasions were observed leading into the split from the distal direction and material flow in the proximal direction was observed. The tensile weakness, fracture features, surface abrasions and material flow were consistent with catheter shaft damage caused by manipulation of the catheter using a traumatic instrument. The abrasion and material flow direction suggested that the catheter was pulled in the proximal direction using the instrument(s). H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when pre-flushing the catheter, liquid leaks occurred. No other information was provided.